Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Left hip revision due to suspected corrosion between tapered junctions. Primary case was done in 2008.